Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the pressure changed automatically. It was removed on 8/28/2008. This is the sample that was initially reported under complaint. Initially when complaint was reported, the device had not been explanted. It was mentioned that the patient was under observation. The affiliate has since explanted the device, which is now being reported.